Manufacturer narrative:
Patient information was unavailable from the site. The device was not returned, so no analysis was performed. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that the system was not responding or changing from 2d, m-2d or 3d. The site rebooted the system and then the system became responsive. The surgery was completed with the imaging device and there was no impact on patient outcome.